Event description:
Five blood leaks in five pts occurred at the start of dialysis treatment (within 10 minutes). Each leakage was observed visually, by he leak detector, and by the test strip. The blood loss was 200 cc each because blood of the total inside volume was taken including each dialyzer and tubing. All pts were well and no medical treatments were given.